Manufacturer narrative:
(B)(4). Concomitant medical products: advantage cemented acetabular cup size 44 ref: (B)(4) lot: 0001274052; biolox delta option ceramic head 28 mm ref: (B)(4) lot: 2017091676; avantage insert size 44 ref: (B)(4) lot: 0001234824; 1 x bone screw self-tapping 4.5 mm l: 40 mm ref: (B)(4) lot:63884717; 2 x bone screw self-tapping 4.5mm l: 35mm ref: (B)(4) lot: 64007477 + lot: 63436745; 1 x bone screw self-tapping 4.5mm l: 30mm ref: (B)(4) lot:62741862; 1 x sirus locking screw self-tapping 4.9mm l: 38mm ref: (B)(4) lot: 4501635463; 1 x sirus locking screw self-tapping 4.9mm l: 40mm ref: (B)(4)lot: 4501635463. Foreign source- germany. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to infection two days post a revision surgery. A cup, liner, head, sleeve and shaft were revised.